Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The insulin pump was monitored and no unexpected low battery alert or off no power alarms occurred during our testing the insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery and motor error. The customer was hospitalized on (B)(6) 2016 due to a low blood glucose level of 17 mg/dl. The paramedics treated the customer. He was wearing the insulin pump at the time of hospitalization. The customer was able to rewind the insulin pump. Customer's blood glucose level was 137 mg/dl. The customer was also having low battery issues. The insulin pump alarmed off no power. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.